Event description:
It was reported that customer experienced malfunction while using pump, but no details about issue or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was arranged for return, and upon evaluation pump started, charged, and was recognized by computer with no malfunction recorded in history, while replacement pump was provided and no additional outcome information was received.